Manufacturer narrative:
The device was received fully deployed with the needle retracted. The download data shows the pod was received in pod state 15, completing 62 pulses, 51 of which were in first prime, indicating the pod was deactivated after completing second prime. The pod should have deployed any time during second prime. The original data showed multiple timeouts and a drive stall towards the end of the run. No damages or defects were observed in relation to the drive mechanism. Inspection of the bottom housing and environmental seal found no evidence that the needle deployed into either. The needle mechanism was reset back to the not deployed position and deployed with manual rotation of the ratchet gear. Rerun did replicate the timeouts and there was an unexpected transition observed in the rotational sensor data. The cause of the observed timeouts and drive stall in the original run could not be determined. It could not be established when exactly the hard cannula deployed, or whether the observed timeouts and drive stall contributed to the reported event.

Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.